Manufacturer narrative:
Submit date: 11/16/2016 . The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two decontaminated samples without original package or lot number were received for evaluation; the issue reported by the customer was confirmed; during the visual inspection a pinhole was observed in the tube. The most likely root cause determined for the multifunctional team is that the issue could be occurred when the operator introduced the catheter in the cutting tool due to the bubble not being aligned according with the work instruction. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. A quality alert is posted in the production to notify the personnel involve in the manufacturing process about the reported condition. The standard work instruction will be updated in order to add this process as critical to quality and updates the container used for perform leakage test and define the air pressure. A sensor will be implemented on puncher station in order to assure the collocation of the bubble according with sentinel line. The follow up at the corrective action will be addressing through a formal corrective action. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 09/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a replogle catheter. The customer states there is a hole near the vent (where the small blue tube goes into the clear tube). Suction did not work.